Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 97791, lot# n367439, implanted: 2013 (B)(6); product type accessory. (B)(4).

Event description:
Additional information received reported that the patient wanted the pocket revision done because the placement was bothering them. It was noted that the patient had previously had a st. Jude device placed in their buttock that had been removed and when the sensor was implanted the health care provider (hcp) placed it in their flank but the patient thought it was too high. The hcp reportedly thought it was good placement. It was noted that the scar healed well and the implantable neurostimulator (ins) was not touching the ribs at all. The patient noted that they would be fine having surgery to move the device to the opposite side.

Event description:
It was reported that the patient was having the implantable neurostimulator (ins) moved to her other side on the day of this report. It was noted that the ins was being moved because, the patient was not happy with the position the ins had been in. Additional information received reported that the ins was moved from the patient¿s right side to her left side. It was noted that the ins was moved per the patient¿s request.